Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging a battery contact issue with their one touch basic meter. The pt mentioned that the battery prong was broken. The pt first noticed the issue with the battery contact at 7:00am on (B) (6) 2010. The following morning at 6:30am, the pt exhibited blurred vision, nervous, shakiness and also experienced frequent urination. The pt did not seek any medical attention or contact her physician for assistance. The meter was replaced. The complaint is being reported since the pt alleged that due to the battery contact, she was unable to test and the following day developed symptom suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.